Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of an inguinal hernia (characterized by drain complications), which required surgical intervention. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) malfunctioned or failed to meet user expectation/manufacturer specifications. However, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the creation and/or exacerbation of the patient¿s hernia. Per the pdrn, the patient¿s inguinal hernia was not present prior to beginning pd for rrt. Hernias are a recognized complication of pd therapy (manual or cycler based) due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create and/or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported having had a hernia surgery on (B)(6) 2023. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient underwent outpatient (scheduled) inguinal hernia surgery on (B)(6) 2023. The patient had been experiencing drain complications (timeline unclear) and radiological/diagnostic studies identified a right-sided inguinal hernia which was not present prior to the patient starting pd. The patient successfully underwent the surgical hernia repair and was discharged later the same day in stable condition. The patient¿s fill volume was decreased to 1500 ml (was 2200 ml) for 14 days, and the patient continues to utilize the same liberty select cycler. The pdrn stated the patient¿s liberty select cycler functioned as intended, however its usage likely created or exacerbated the inguinal hernia.

Event description:
A peritoneal dialysis (pd) patient reported having had a hernia surgery on (B)(6) 2023. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient underwent outpatient (scheduled) inguinal hernia surgery on (B)(6) 2023. The patient had been experiencing drain complications (timeline unclear) and radiological/diagnostic studies identified a right-sided inguinal hernia which was not present prior to the patient starting pd. The patient successfully underwent the surgical hernia repair and was discharged later the same day in stable condition. The patient¿s fill volume was decreased to 1500 ml (was 2200 ml) for 14 days, and the patient continues to utilize the same liberty select cycler. The pdrn stated the patient¿s liberty select cycler functioned as intended, however its usage likely created or exacerbated the inguinal hernia.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.